Event description:
It was reported that the user attempted to pair a new dexcom g7 sensor (code 0633) with the ilet and initially entered sensor warmup, then subsequently received a ¿replace sensor now¿ alert and experienced repeated pairing failure. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy management without medical intervention or hospitalization. Investigation included user-guided troubleshooting, device restart, and education to attempt re-pairing and, if unsuccessful, to replace the sensor and contact the cgm manufacturer. Investigation of this case revealed pairing failure between the cgm sensor and the ilet, with the responsible device not identified. It was concluded that the event was related to a cgm connectivity or sensor issue and not associated with hypoglycemia, hyperglycemia, or injury.